Event description:
Pt mother attempted to administer medication last thursday, but pump broke and won't hold the syringe anymore. Per pt mother, was not able to administer dose. Pt mother stated she still has some medication on hand - advised to administer when pump arrives and resume scheduled dosing at that time (no extra or double doses). No adverse events. Replacement pump being sent. No further information provided.